Event description:
It was reported that the instrument had a crack in the plastic.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: visual analysis of the returned sample did not exhibit a crack condition. However, the black plastic handle presented a breakage near the metal impaction plate. The device exhibited impaction nick marks on areas which are not intended to be impacted. Additionally, the shaft is missing from the rest of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.